Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that 100ml of dexmedetomidine was intended to infuse at a rate of 27ml/hour. Two minutes after the infusion was initiated, the nurse saw the bag was empty and the drug had infused over 2 minutes instead of over 4 hours. The patient required supportive measures including IV fluid therapy, vasopressor therapy, and close monitoring to prevent any adverse event.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿"pharmacy received a call from the patient's unit nurse with a request for atipamezole, the reversal agent for dexmedetomidine. Further inquiry then revealed that a bag of dexmedetomidine was hung and set to be infused by the smart pump (alaris infusion pump). Per guardrails settings the infusion duration was supposed to be over a minimum of 0 minutes, however, when the nurse returned to the pump about 2 minutes later, she realized that the entire bag had been infused in less than 2 minutes. The pump was quarantined sent to biomed department. Bd was contacted and a case has been opened with bd with case number # (B)(4). The pump has been sent back to bd for full investigation FDA safety report ID# (B)(4) ."

Manufacturer narrative:
Additional medwatch information provided the report of an over infusion of dexmedetomidine was not confirmed. Physical inspection of the returned device noted the male iui connector contact pins were dull. Dried white residue was observed on several of the female iui contact pins. The rear case bottom front area and adjacent bezel area contained dried fluid ingress. No other obvious issues were identified. Visual inspection of the IV administration tubing set noted no damage or abnormalities. The logs show that the system was powered on at 08:14 am on (B)(6) 2020, prior to the date of the reported event. During the time of the alleged incident, suspect pump module s/n (B)(6) (channel b) and syringe module s/n (B)(6) (channel a) were attached to the pcu. The profile in use was identified as ¿critical care¿. An infusion of dexmedetomidine was programmed using guardrails drugs at 08:30 pm, suspected to be the reported incident. The infusion rate was started at 3.93 ml/hr with a vtbi of 90 ml. Seconds later, the dose was changed to 1.4 mcg/kg/h, which changed the rate to 27.51 ml/hr. The pump module infused until 8:33 pm when the unit was channeled off by the user. The total calculated pvi was approximately 1.305 ml. Rate accuracy testing performed found the device to be operating within specifications. Measurement analysis results of the IV tubing silicone segment were also within specification. The root cause of the reported over infusion of dexmedetomidine was not determined. Device history review: review of the pump module s/n (B)(6) service history record showed that device was manufactured on 09/10/2014. A review of the device service history was performed beginning from the date of manufacture to the present date 06/01/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the suspect device.

Event description:
It was reported that 100ml of dexmedetomidine was intended to infuse at a rate of 27ml/hour. Two minutes after the infusion was initiated, the nurse saw the bag was empty and the drug had infused over 2 minutes instead of over 4 hours. The patient required supportive measures including IV fluid therapy, vasopressor therapy, and close monitoring to prevent any adverse event..

Manufacturer narrative:
Correction on initial report: e.2, e.3 & g3: removed other and biomed. Additional information provided: g.3.